Event description:
It was reported to boston scientific that during an hta procedure, the 10cc fluid loss alarm signaled and the patient commented she felt something warm. The physician observed a very slight cervical leak. The case was aborted after 8 minutes of ablation. The patient was observed for ten minutes post procedure and was sent home with no complications. The patient was reported as "fine." The physician indicated the cervical leak may have been caused by patient movement.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; as it was disposed of, therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event.